Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the xience alpine stent delivery system, the protective sheath was difficult to remove. During protective sheath removal, half of the stent had dislodged off the balloon and the other half remained in the protective sheath. The device was set aside and was not used in a procedure. There was no patient involvement. There was no additional information provided regarding this device issue.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.